Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (damaged) issue. There was reportedly ink spots or cracks on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the display lens was found to be cracked on the right bottom corner. Unrelated to the complaint, the up and down arrow keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the contrast, up and down key contacts. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Also unrelated to the complaint, the battery compartment was found to be cracked below the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.